Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tip of the driver has been broken off and the sleeve is bent causing difficult rotation. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior spinal fusion procedure using navigation. The pre-operative diagnosis was spinal stenosis. It was reported that the solera driver tip broke. It was unknown if the product came in contact with the patient, and it was also unknown if any fragment of the instrument was remaining in the patient. It was unknown if the patient achieved solid fusion. It was noted that the customer would not release any CT scans, x-ray or other images. There were no patient symptoms or complications as a result of this event.